Event description:
The pt's spouse reported that the pt used the suspect device to check the pt's blood glucose and obtained high results. The pt called the pt's dr and was instructed to take more insulin. For example, the pt obtained a result of 503mg/dl and was advised by the pt's dr to take 10 units extra of n insulin. Within one hour the pt experienced hypoglycemia and the spouse took the pt to the hosp. He was given an IV until the pt's glucose reached 118mg/dl. The pt was released with new product and autorized for return to the MFR for eval. Level 1 and level 2 glucose control solutions were used and both controls were within range.